Event description:
It was reported that the system 9600+ had poor image quality. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Poor connections were found. It was reported that the error occurred after the system was moved. The connections were secured. The system was tested and found to be working as intended and placed back into service.